Event description:
A report was received that a hospital in japan started using disopa in 2009. The disinfection room did not have adequate ventilation. It was reported that a health care worker (hcw) experienced itching of the eyes and hands a few days after the facility started use of disopa. Subsequent info stated the hcw had taken a scope out of an automatic endoscope reprocessor after it completed a reprocessing cycle. She was wearing short sleeves and gloves and her arms were not fully covered. She is now recovering.